Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/02/2026, it was reported that the pediatric patient experienced vomiting and stomach pain. No fingerstick was taken and the patient was brought to the hospital. When a fingerstick was taken at the hospital, the cgm reading was 250 mg/dl, and the blood glucose reading was around 350 mg/dl. The patient was treated with intravenous fluids, 5 mg of zofran, and insulin injections (novolog 4 units every 2 hours, then lantus). The patient was discharged on the same day as the event. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.